Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: left ovary"), abdominal pain ("abdominal pain"), crohn's disease ("chrohn's disease") and genital haemorrhage ("excessive and abnormal bleeding/ abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast lump removal and appendectomy. Plaintiff underwent unknown essure confirmation test revealed, it had scarred in place. Previously administered products included for an unreported indication: ibuprofen, gadolinium, acetaminophen, penicillin, erythromycin, morphine and codeine. Past adverse reactions to the above products included hypersensitivity with acetaminophen, codeine, erythromycin, gadolinium, ibuprofen, morphine and penicillin. Concurrent conditions included low back pain, diarrhea, rectal bleeding, multiple sclerosis, optic neuritis, ovarian cancer, chronic cervicitis, nabothian cyst and endometriosis. Concomitant products included cetirizine hydrochloride, duloxetine hydrochloride (cymbalta), naproxen sodium (aleve) and teriflunomide (aubagio). In (B)(6)2007, the patient had essure inserted. In (B)(6)2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), rash ("rashes"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), allergy to metals ("allergic or hypersensitivity reaction type: metals"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, crohn's disease, genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, allergy to metals, migraine, headache, tooth disorder, fatigue, alopecia and pelvic pain had not resolved and the abdominal pain and rash outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, crohn's disease, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6)2008 & (B)(6)2007 ) and essure removal date (B)(6)2017 & (B)(6)2016). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: nonspecific segmental wall thickening of the left colon. This may relate to an infectious colitis or inflammatory bowel disease. No evidence for bowel obstruction, abscess, or free air. Follow-up CT imaging in 3 months is recommended to ensure resolution.. Pathology test - on (B)(6)2016: a. Uterus, cervix, bilateral adnexa, hysterectomy and bilateral salpingo oophorectomy: chronic cervicitis. Nabothian cysts and tunnel clusters. Slightly disordered proliferative endometrium, no atypia. Solitary leiomyoma.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2019: pfs and medical record received. Reporter's information was added. Events added: abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: metals, malposition of essure device location of device: left ovary, migraines, headaches, dental problems, dyspareunia, pelvic pain, fatigue, chrohn's disease, hair loss. Event outcomes were updated. Concomitant drugs, medical history and lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rashes") and dyspareunia ("painful intercourse"). The patient was treated with surgery (removal of the device). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, rash and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: left ovary / malposition of essure device location of device: sideways in fallopian tube'), abdominal pain ('abdominal pain'), crohn's disease ('crohn's disease') and genital haemorrhage ('excessive and abnormal bleeding/ abnormal bleeding (general)') in a 35-year-old female patient who had essure (batch no. 626209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast lump removal, appendectomy, depression and anxiety. Plaintiff underwent unknown essure confirmation test revealed, it had scarred in place. Previously administered products included for prevent pregnancy: depo provera (B)(6) 2008 and birth control pills from 2003 to 2004; for an unreported indication: acetaminophen, morphine, ibuprofen, gadolinium, penicillin, codeine and erythromycin. Past adverse reactions to the above products included hypersensitivity with acetaminophen, codeine, erythromycin, gadolinium, ibuprofen, morphine and penicillin. Concurrent conditions included low back pain, diarrhea, rectal bleeding, multiple sclerosis, optic neuritis, ovarian cancer, chronic cervicitis, nabothian cyst and endometriosis. Concomitant products included atenolol from 2016 to 2018, cetirizine hydrochloride, duloxetine hydrochloride (cymbalta) (B)(6) 2016 to 2018, glatiramer acetate (copaxone) from 2011 to 2016, mesalazine (apriso) from 2017 to 2018, naproxen sodium (aleve), omeprazole since (B)(6) 2016, teriflunomide (aubagio) from 2014 to 2016 and tizanidine from 2015 to 2016. In (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In march 2008, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced crohn's disease (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: all metals"). In june 2016, the patient experienced tooth disorder ("dental problems"). In august 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rash ("rashes") and contrast media allergy ("allergic or hypersensitivity reaction type: MRI dyes"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, crohn's disease, genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, allergy to metals, migraine, headache, tooth disorder, fatigue, alopecia and pelvic pain had not resolved and the abdominal pain, rash and contrast media allergy outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, contrast media allergy, crohn's disease, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date ((B)(6) 2008, (B)(6) 2007 (B)(6) 2008) and essure removal date ((B)(6) 2017 & (B)(6) 2016). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: nonspecific segmental wall thickening of the left colon. This may relate to an infectious colitis or inflammatory bowel disease. No evidence for bowel obstruction, abscess, or free air. Follow-up CT imaging in 3 months is recommended to ensure resolution. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion; on (B)(6) 2008: bilateral occlusion (left tube occluded). Pathology test - on (B)(6) 2016: a. Uterus, cervix, bilateral adnexa, hysterectomy and bilateral salpingo oophorectomy: chronic cervicitis. Nabothian cysts and tunnel clusters. Slightly disordered proliferative endometrium, no atypia. Solitary leiomyoma. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, menorrhagia. Most recent follow-up information incorporated above includes: on 8-nov-2019: plaintiff fact sheet received. Lot number added. Events added from pfs- allergic or hypersensitivity reaction type: MRI dyes. Medical history, historical drug, concomitant drug, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: left ovary / malposition of essure device location of device: sideways in fallopian tube'), abdominal pain ('abdominal pain'), crohn's disease ('chrohn's disease') and genital haemorrhage ('excessive and abnormal bleeding/ abnormal bleeding (general)') in a 35-year-old female patient who had essure (batch no. 626209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast lump removal, appendectomy, depression and anxiety. Plaintiff underwent unknown essure confirmation test revealed, it had scarred in place. Previously administered products included for prevent pregnancy: depo provera from (B)(6)2008 to (B)(6)2008 and birth control pills from 2003 to 2004; for an unreported indication: acetaminophen, morphine, ibuprofen, gadolinium, penicillin, codeine and erythromycin. Past adverse reactions to the above products included hypersensitivity with acetaminophen, codeine, erythromycin, gadolinium, ibuprofen, morphine and penicillin. Concurrent conditions included low back pain, diarrhea, rectal bleeding, multiple sclerosis, optic neuritis, ovarian cancer, chronic cervicitis, nabothian cyst and endometriosis. Concomitant products included atenolol from 2016 to 2018, cetirizine hydrochloride, duloxetine hydrochloride (cymbalta)(B)(6)2016 to 2018, glatiramer acetate (copaxone) from 2011 to 2016, mesalazine (apriso) from 2017 to 2018, naproxen sodium (aleve), omeprazole since (B)(6)2016, teriflunomide (aubagio) from 2014 to 2016 and tizanidine from 2015 to 2016. In (B)(6)2007, the patient had essure inserted. On (B)(6)2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6)2008, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6)2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6)2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6)2010, the patient experienced fatigue ("fatigue"). In (B)(6)2016, the patient experienced crohn's disease (seriousness criterion medically significant). In (B)(6)2016, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: all metals"). In (B)(6)2016, the patient experienced tooth disorder ("dental problems"). In (B)(6)2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rash ("rashes") and contrast media allergy ("allergic or hypersensitivity reaction type: MRI dyes"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingo-oopherectomy). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, crohn's disease, genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, allergy to metals, migraine, headache, tooth disorder, fatigue, alopecia and pelvic pain had not resolved and the abdominal pain, rash and contrast media allergy outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, contrast media allergy, crohn's disease, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6)2008, (B)(6)2007 (B)(6)-2008) and essure removal date (B)(6)2017 & (B)(6)2016). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: nonspecific segmental wall thickening of the left colon. This may relate to an infectious colitis or inflammatory bowel disease. No evidence for bowel obstruction, abscess, or free air. Follow-up CT imaging in 3 months is recommended to ensure resolution.. Hysterosalpingogram - on (B)(6)2008: total bilateral occlusion; on (B)(6)2008: ilateral occlusion (left tube occluded). Pathology test - on (B)(6)2016: a. Uterus, cervix, bilateral adnexa, hysterectomy and bilateral salpingo oophorectomy: chronic cervicitis. Nabothian cysts and tunnel clusters. Slightly disordered proliferative endometrium, no atypia. Solitary leiomyoma.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, menorrhagia, lot number: 626209 manufacture date: 2007-11 expiration date: 2009-10 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rashes") and dyspareunia ("painful intercourse"). The patient was treated with surgery (removal of the device). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, rash and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.